Event description:
It was reported that during a brief power outage of about 5 minutes at the hospital, the fabius machine shut down instead of switching to battery power. The patient was reportedly manually ventilated until power was restored and there was no patient injury reported. MFR # 9611500-2015-00051.